Manufacturer narrative:
(B)(4). Concomitant medical products: four gore® viabahn® vbx balloon expandable endoprostheses were placed from l2 level abdominal aorta to the right iliac artery. Gore is unable to identify which device was involved. Because the devices are all the same device one report is being sent to capture the one reportable event.

Event description:
The following was reported to gore: on (B)(6) 2018, a patient presented with leriche syndrome (aortoiliac occlusive disease) which involved the bilateral iliac arteries. An endovascular repair was performed using four gore® viabahn® vbx balloon expandable endoprostheses. Two vbx devices were implanted from the l2 level abdominal aorta to the right iliac artery, and two vbx devices were implanted from the l2 level abdominal aorta to the left iliac artery. Around 4:30 p.m., the procedure was completed with good blood flow. Around 5 p.m., a computed tomography scanning was performed. Around 7 p.m., the patient awoke from sedation and complained he was not able to move his legs. It was confirmed that paraplegia occurred. Cerebrospinal fluid drainage was considered but was not performed as the patient did not provide informed consent because of the risk. The physician reported that the cause of the paraplegia was not able to be determined. However, coverage of the lumbar arteries by the endoprostheses may have contributed to the paraplegia. The paraplegia remains, and the patient is being monitored.

Manufacturer narrative:
D5: field selection was completed (health professional).